Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with cracked battery tube threads, cracked case battery tube and broken belt clip rails. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the battery compartment and belt clip of the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.